Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the power supply on back of m cabinet was faulty. The fse replaced the power supply on the back of the m cabinet. After replacement of the power supply, the system was returned to use in good working order. The power supply was returned for analysis and analysis indicated that the main component suspected of failing was the fan in the power supply. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to boot up as the start-up countdown would get stuck at 00:00, after the facility had power problems the previous night. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.